Event description:
It was reported that after the lead was removed from the packaging, the physician noticed that some of the coils were unevenly spaced and the lead had an "irregularity" when the stylet was removed. The lead was not used and a different lead was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. The analyst also noted that the exposed defibrillation coil spacing is within specification.